Event description:
During a procedure on a pt the physician was trying to advance the 3.5x18mm cypher into a tortuous and calcified proximal om. The sds got "jammed" against the calcium, and it dislodged into the vessel (om). The physician advanced a platinum plus wire and threaded it into the iliac arteryand was retrieved with a gooseneck snare. A 3.5x15mm vision and a 3.5x16mm taxus stent were attempted, but were not implanted. There was no py injury.

Manufacturer narrative:
This male patient was undergoing this pci. The physician was attempting to advance the cypher stent 3.5mm x 18mm into a tortuous and calcified proximal om. The safety and effectiveness of the cypher stent has not been established in tortuous vessels and in the lesions that prevent complete inflation of the balloon. The sds got "jammed against the calcium" and dislodged in the om. Upon retrieval, the stent dislodged into the iliac artery and was snared. Another brand stent was attempted to be implanted, but this failed also. There are lesion factors that likely contributed to the event. Inspection of the returned device confirmed stent dislodgement. A damaged stent was received attached to a snare device. The exact cause for the reproted complaint could not conclusively be determined, but appears to be procedure related. The manufacturing documentation was reviewed (DHR checklist) and the lots met all quality requirements.